Event description:
It was reported that the lead exhibited less than or equal to 200 ohms. The patient was tolerating the low impedance so no further action was required. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.